Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a bowel resection, the stapler failed to fire and when pressing the handle, the required clicks did not happen. Another stapler was opened and used with no issues. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received loaded with a 3.5-millimeter (mm) single use loading unit (sulu) containing the full complement of staples. Identifying witness mark from automatic firing fixture was present on instrument handle. The upper portion of the trigger was broken. It was reported that the stapler failed to fire and when pressing the handle, the required clicks did not happen. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when attempting to fire with no loading unit, a previously fired loading unit or an improperly seated loading unit. This may also occur if the instrument jaws are clamped over an obstruction and fired. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the instrument jaws will not close if a loading unit has not been loaded into the jaws, if the loading unit is not fully loaded into the jaws, or if a fired, or partially fired, loading unit is in the jaw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.